Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced and the pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that x-rays were not being transmitted and the monitor was blank during fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. There was no patient injury or death reported.